Manufacturer narrative:
For regularization - retrospective review / FDA request. Event occured in (B)(6). No recovery of the device for expertise despite reminders. No additional information regarding the circumstances of these braided breakages. Corrective actions implemented to solve this problem: reinforcement of the control method: use of an angled assembly (45°) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Incidents reported on 2 lots: "braid broke while adjusting pullup".